Event description:
It was reported that a user experienced an unexplained hypoglycemic event while using the ilet bionic pancreas, with the lowest blood glucose recorded at 67 mg/dl and approximately five minutes spent below 70 mg/dl; the user confirmed no external insulin use, ingested oral glucose tablets for correction, and reported that the device did not provide low or urgent low alerts. Symptoms included no reported immediate health effects. Outcomes included no need for assistance and no professional medical intervention or hospitalization. Investigation included review of available device data and user interview, along with troubleshooting and education and assignment for additional training. Investigation of this case revealed no device malfunction or actionable anomaly in the report, no alarms generated during the event, and a cause that remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.